Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his wife¿s onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged product issue began at 9:30am on (B)(6) 2018 when his wife obtained the alleged inaccurately erratic results of ¿196 and 209 mg/dl¿ with her onetouch ultramini meter. The results were obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes with metformin, ¿1000mg, twice a day¿ and glyburide, ¿5mg, when her blood glucose is higher than 180mg/dl¿ and the reporter claimed that, in response to the alleged product issue, the patient took ¿1 tablet of glyburide, 5mg¿. The reporter stated that ¿right after¿ the alleged product issue, the patient developed the symptoms of ¿headache, shaking hands sensation, shivers inside her body and sweaty¿. The reporter claimed that the patient did not receive any treatment, over and above her usual routine of diabetes management, in response to her alleged symptoms. During troubleshooting, the csr confirmed that the results were obtained from the same approved sample site, and the subject meter¿s unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately erratic results with the subject meter.